Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would have contributed to the reported cuff miss. The posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged. Based on the findings, the posterior cuff was missed and the anterior cuff detached from the needle tip, which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. During the investigation, a proxy plunger was inserted to test the needle trajectory and the result was acceptable. Based on the investigation findings, the most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications the needle trajectory of every device is checked during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no sutures were present. The proglide was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No additional information was provided.